Event description:
It was reported that a small volume folfusor leaked from an unknown location. This occurred before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection noted fluid inside the package that contained the sample. The cause of the leak was identified as an untightened luer cap. After tightening the luer cap, a functional leak test was performed without noting any issues. The reported condition was not verified because the device passed a functional leak test. Should additional relevant information become available, a supplemental report will be submitted.